Event description:
Report rec'd from abbott international affiliate (abbott/australia) of an adverse event while receiving pain mgmt therapy. The report states: "unit mgr reported to the abbott rep that last week a pt narcotised [sic] after post-operative surgery. Had been on the pump for about 50 mins with morphine 1mg/ml solution. Pt made 49 requests, nine successful at 1mg per attempt and arrested. The pump had a 5 min lockout. Did the pump over-deliver, or was the pt sensitive to morphine? The pump has been resuscitated successfully. Pt was female age approx 70 who underwent a laparotomy for oncology reasons. She was anaesthetised with propofol/isoflurane. The recovery room nurse found the pt to be unresponsive and with a low respiratory rate. She was given nalozone and recovered." No add'l info is available.